Manufacturer narrative:
A getinge field service engineer (fse) stated broken cart wheel was replaced and operation was checked. Equipment suitable for clinical use. Equipment suitable for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp)wheel of the cart was found to be broken. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.